Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the customer placed a 4 french single lumen PICC. Patient went home and came back because their PICC wasn't working. When they took it out, the ir department said the catheter was kinked.